Manufacturer narrative:
This is an addendum to the initial emdr to document information regarding reactivity testing performed on the patient. The results of the reactivity testing show that the patient did not have a sensitivity to the patch used to treat the patient's hernia. Based on the information provided the patient's reaction was caused by contact dermatitis due to metals. There is no connection that can be made between the patient's post operative reaction and the bard device used to treat the patient's hernia. Per the allergist, "I do not think he is experiencing any type of hypersensitivity reaction to the mesh."

Event description:
It was reported that in (B)(6) 2015 the patient was implanted with a bard ventralex st hernia patch for the repair of a ventral hernia. As reported following implant the patient presented to his surgeon with complaints of a swollen abdomen with associated abdominal pain, in the area of the repair surgery. The patient was referred to an allergist who performed a pet scan of his abdomen in order to try to rule out lymphoma or a reaction to the mesh. As reported, the ¿pet scan showed elevated suv levels (standardized uptake values) which indicates something is abnormal.¿ the contact stated the "allergist feels that it is more a reaction to the mesh because he had blood work done as well which was normal." The patient's allergist states that the patient has "known contact dermatitis and positive patch testing to a variety of metals." Due to the patient's current symptoms the allergist has requested a mesh sample in order to "evaluate the possibility of contact dermatitis or a type IV hypersensitivity reaction to the mesh implant." The allergist has been provided with the requested sample. Addendum: on (B)(6) 2017 the patient had the provided bard ventralex st hernia patch placed on his skin for a reactivity test. On (B)(6) 2017 the patient had a follow up appointment for patch test reading. The results of the reactivity testing was negative. Per the doctor's exam notes, "no problems or itching with the patch testing, or other issues or concerns. I do not think he is experiencing any type of hypersensitivity reaction to the mesh." The patient was diagnosed with allergic contact dermatitis due to metals.

Manufacturer narrative:
Based on the information available at this time, no conclusion can be made regarding a possible connection between the mesh implant and the reported post operative symptoms experienced by the patient. As reported the patient has a history of contact dermatitis and positive patch testing to a variety of metals. The patient¿s allergist has requested and been provided with a mesh sample for reactivity testing. Multiple attempts have been made to contact the allergist regarding the scheduling of the test and to request the test results once the testing has been completed. At this time it is unclear whether the reactivity testing has been conducted as we have not received a response from the allergist. Without a lot number a review of the manufacturing records is not possible. Allergic reaction is listed in the adverse reaction section of the instructions-for-use as a possible complication. Should additional information be obtained, a supplemental MDR will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
It was reported that in (B)(6) 2015 the patient was implanted with a bard ventralex st hernia patch for the repair of a ventral hernia. As reported following implant the patient presented to his surgeon with complaints of a swollen abdomen with associated abdominal pain, in the area of the repair surgery. The patient was referred to an allergist who performed a pet scan of his abdomen in order to try to rule out lymphoma or a reaction to the mesh. As reported, the ¿pet scan showed elevated suv levels (standardized uptake values) which indicates something is abnormal.¿ the contact stated the "allergist feels that it is more a reaction to the mesh because he had blood work done as well which was normal." The patient's allergist states that the patient has "known contact dermatitis and positive patch testing to a variety of metals." Due to the patient's current symptoms the allergist has requested a mesh sample in order to "evaluate the possibility of contact dermatitis or a type IV hypersensitivity reaction to the mesh implant." The allergist has been provided with the requested sample.